Event description:
It was reported that approximately three weeks after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesions were located in the left anterior descending (lad) artery. Angiography revealed the lad was a large vesel wrapping around the apex of the heart. In the ostial portion, there appeared to be about a 10-20% narrowing. In the proximal portion, involving what appeared to be a large septal branch, there was approximately 95% stenosis. The remainder of the vessel had some minimal luminal irregularities, but no additional hemodynamically significant lesions. After angiography was performed, a guide catheter and a guide wire were advanced across the lesion site. A taxus express2 3.00x32mm drug eluting stent was successfully deployed in the lad and post-dilated with an unspecified 4.50x12mm balloon. Next a non-bsc 4.00x12mm bare metal stent was advanced and deployed proximally to the taxus des in the lad. There were no reported complications during the procedure. Approximately three weeks later, the patient experienced thrombosis in the lad. It was reported that there was in "hourglass: appearance in the lad. The physician tried to dilate the vessel to treat the thrombus, but was unable to do so additional information had been requested from the reporting physician in regards to the re-intervention and patient status, but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.